Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient was hospitalized due to titration of duodopa. On (B)(6) 2018, the patient experienced worsening of breathing and decreased saturation and was intubated. Pulmonary embolism and pulmonary infection were suspected. There was no further information about the diagnosis. The patient was transferred to an outside facility for intensive care unit (ICU) admission. On (B)(6) 2018, the patient died in an outside facility. The cause of death was unknown and an autopsy was not performed.